Event description:
On 3/12/96 device was implanted. On 7/19/96 the pump was removed from the pt. On 10/15/96 the cylinders and reservoir were removed from the pt and another device implanted due to infection.